Event description:
The complaint description was as follows: this pt required removal of a pigtail stent implanted on the (B)(6) 2013. When the retrieval forceps grasped the stent, only the end of the stent came away and resulted in trying to retrieve the rest of the stent from the duct with a snare and forceps.. The info received indicated the rest of the stent was successfully retrieved. According to the initial reporter, the pt did not experience any further adverse effects due to this occurrence.

Manufacturer narrative:
The customer reported the following complaint issue: the pt required removal of a pigtail stent implanted on the (B)(6) 2013. When the retrieval forceps grasped the stent, only the end of the stent came apart. This resulted in the user retrieving the rest of the stent from the duct with a snare and forceps. The info received indicated the rest of the stent was successfully retrieved. The device involved in this complaint was not returned to cook (B)(4) for eval. With the info provided a document based investigation was carried out. As per the product IFU, "this device should not be left indwelling for more than three months or as directed by a physician. Periodic eval is recommended." A possible cause of difficulty in retrieving part of the stent may be attributed to the stent indwell time extending beyond the recommended time. The info received indicates the stent had been indwelling for approximately 7 months. As per the IFU " these stents should not be left indwelling for more than 3 months or as directed by a physician. It is unknown whether periodic eval was carried out. Clinical input was received in relation this complaint stated that 'sometimes physicians decide to leave plastic stents for longer time than the three months. That is clinical decision from expert in pt treatment. Stents are sometimes left in for longer period, normally if clinically pt is doing well, stents will be left in up to the situation of pt.' All sections of the stent were retrieved from the pt and there were no adverse effects as a result of this incidence according to the initial reporter. There were no zso-7-4 (zimmon biliary stent) devices of lot # c895719 in stock at the time of the complaint investigation. Device of lot # c895719 was manufactured on 06-14-2013. A review of the manufacturing records for zso-7-4 (c895719) revealed no discrepancies that could have contributed to this complaint. Prior to distribution, all zimmon biliary stent devices are subjected to visual inspection to ensure device integrity. The zimmon biliary stent is intended for one time use. This device is used to drain obstructed biliary ducts. Quality engineering assessed the complaint and the overall risk has been determined to be category low. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.